Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-jun-2018. The most recent information was received on 08-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. C64468) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fatigue ("fatigue"), depressed level of consciousness ("decreased alertness"), disturbance in attention ("decreased concentration"), memory impairment ("decreased working memory"), bradyphrenia ("processing speed/deceleration"), tremor ("tremors"), asthma ("asthma"), muscular weakness ("muscle weakness"), eosinophilia ("hypereosinophilia"), alopecia ("hair loss"), metal poisoning ("tin poisoning"), cognitive disorder ("neurocognitive disorders / poorer cognitive performance") and exercise tolerance decreased ("stopped running / stopped strenuous effort"), 1 month after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), limb discomfort ("heavy legs"), hepatic function abnormal ("liver malfunction"), haemorrhoids ("persistent hemorrhoids") and tachycardia ("tachycardia"). The patient was treated with surgery (essure removal via hysterectomy with bilateral adnexectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, limb discomfort, hepatic function abnormal, haemorrhoids, tachycardia, fatigue, depressed level of consciousness, disturbance in attention, memory impairment, bradyphrenia, tremor, asthma, muscular weakness, eosinophilia, alopecia, metal poisoning, cognitive disorder and exercise tolerance decreased outcome was unknown. The reporter provided no causality assessment for abdominal pain, alopecia, asthma, bradyphrenia, cognitive disorder, depressed level of consciousness, disturbance in attention, eosinophilia, exercise tolerance decreased, fatigue, haemorrhoids, hepatic function abnormal, limb discomfort, memory impairment, metal poisoning, muscular weakness, tachycardia and tremor with essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: in situ mineralogical analysis from paraffin block of biopsy of the right uterine tube. Results: scanning electron microscopy revealed the presence of inorganic particles. Of the 23 fields observed, the edx analysis of 32 particles provided us with the spectrum of their chemical composition which allows us to associate them with particle families: 24 tin compound particles (sn compound), 6 steel compound particles (fecr) and 2 calcium compound particles (ca compound). The calcium compound particles are probably the result of a calcification process and therefore have an endogenous origin. The tin compound particles and the steel particles always appeared isolated, oval or rounded in shape and with a diameter, very regularly, of approximately 3 m. Results from scanning electron microscopy analysis demonstrate the presence of particles. Almost all of the particles analysed are composed of iron, sometimes associated with chromium. A very large proportion of the particles are also composed of tin. The analysed particles are included in organic sleeve residue which could correspond to a tissue remnant. The elements na, mg, p, s, cl and ca could thus come from the tissue and have an endogenous origin. It is also possible that iron (when its level is less than 5%) also has an endogenous origin. The closer the tin level is to 0%, the greater the probability that the electron beam has "passed" through the organic material layer of the sleeve. In this case, the tin would come from the weld located below the sleeve. Toxicologic test - on (B)(6) 2020: tin dose (inductively coupled plasma-mass spectrometry) : 0.85 g/l (reference laboratory parameters from the general adult population: tin total blood < 0.6 g/l (95th percentile). White blood cell count - on (B)(6) 2015: hypereosinophilia. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 8-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-jun-2018. The most recent information was received on 27-nov-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. C64468) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fatigue ("fatigue"), depressed level of consciousness ("decreased alertness"), disturbance in attention ("decreased concentration"), memory impairment ("decreased working memory"), speech disorder ("processing speed/deceleration"), tremor ("tremors"), asthma ("asthma"), muscular weakness ("muscle weakness"), eosinophilia ("hypereosinophilia"), alopecia ("hair loss"), metal poisoning ("tin poisoning"), cognitive disorder ("neurocognitive disorders / poorer cognitive performance") and exercise tolerance decreased ("stopped running / stopped strenuous effort"), 1 month after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), limb discomfort ("heavy legs"), hepatic function abnormal ("liver malfunction"), haemorrhoids ("persistent hemorrhoids") and tachycardia ("tachycardia"). The patient was treated with surgery (essure removal via hysterectomy with bilateral adnexectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, limb discomfort, hepatic function abnormal, haemorrhoids, tachycardia, fatigue, depressed level of consciousness, disturbance in attention, memory impairment, speech disorder, tremor, asthma, muscular weakness, eosinophilia, alopecia, metal poisoning, cognitive disorder and exercise tolerance decreased outcome was unknown. The reporter provided no causality assessment for abdominal pain, alopecia, asthma, cognitive disorder, depressed level of consciousness, disturbance in attention, eosinophilia, exercise tolerance decreased, fatigue, haemorrhoids, hepatic function abnormal, limb discomfort, memory impairment, metal poisoning, muscular weakness, speech disorder, tachycardia and tremor with essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2020: in situ mineralogical analysis from paraffin block of biopsy of the right uterine tube. Results: scanning electron microscopy revealed the presence of inorganic particles. Of the 23 fields observed, the edx analysis of 32 particles provided us with the spectrum of their chemical composition which allows us to associate them with particle families: 24 tin compound particles (sn compound), 6 steel compound particles (fecr) and 2 calcium compound particles (ca compound). The calcium compound particles are probably the result of a calcification process and therefore have an endogenous origin. The tin compound particles and the steel particles always appeared isolated, oval or rounded in shape and with a diameter, very regularly, of approximately 3 ¿m. Results from scanning electron microscopy analysis demonstrate the presence of particles. Almost all of the particles analysed are composed of iron, sometimes associated with chromium. A very large proportion of the particles are also composed of tin. The analysed particles are included in organic sleeve residue which could correspond to a tissue remnant. The elements na, mg, p, s, cl and ca could thus come from the tissue and have an endogenous origin. It is also possible that iron (when its level is less than 5%) also has an endogenous origin. The closer the tin level is to 0%, the greater the probability that the electron beam has "passed" through the organic material layer of the sleeve. In this case, the tin would come from the weld located below the sleeve. Toxicologic test on (B)(6) 2020: tin dose (inductively coupled plasma-mass spectrometry): 0.85 ¿g/l (reference laboratory parameters from the general adult population: tin total blood < 0.6 ¿g/l (95th percentile). White blood cell count on (B)(6) 2015: hypereosinophilia. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 27-nov-2020: on reporter information: full name (consumer); on patient: lab data; on product: date explanted; on events: neurocognitive disorders, decreased alertness, concentration, working memory, processing speed/deceleration, tremors), fatigue, asthma, muscle weakness, hypereosinophilia, hair loss, tin poisoning, stopped running and stopped strenuous effort. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.